Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one endeavor sprint des stent was implanted in the mid right coronary artery. Approximately 15 months post index procedure, the patient suffered cerebral infarction. The event was treated using medication. The event is reported as recovered with sequelae. The investigator reports the event as not related to the device or antiplatelets.